Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call spi to motor pic communication error alarm. Customer's blood glucose level was 171 mg/dl. Troubleshooting for the alarm was performed. Customer advised the alarm occurred during the rewind process. Customer performed the self-test and passed. Customer advised this was the 2nd occurrence of the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No motor communication error alarm noted. The insulin pump passed self test and was programmed and monitored for one day. No unexpected motor communication error alarm occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.